Manufacturer narrative:
Unknown, if sample is available for evaluation, therefore, investigation is incomplete.

Event description:
The event is reported as: complaint alleges: "customer states that there have been multiple verbally reported events that the catheter balloon does not hold the water or does not expand." Pt current condition is unknown. Additional information has been requested.